Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2014-03609 and 1225714-2014-03610.

Event description:
The plaintiff's attorney alleged that the decedent experienced hypertension, hypoalbuminemia, peripheral edema and liver and spleen lesions on our about (B)(6) 2007 and subsequently expired after the use of the product.